Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that rf communication could not be established with the pulse generator. The lead remained implanted.